Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis confirmed the reported field event of impedance anomaly in the laboratory. The device was tested on the bench and the cause of the reported impedance anomaly was found to be an anomalous component on the hybrid.

Event description:
It was reported the device had pacing lead impedance less than the lower limit. The patient presented to the hospital for a scheduled lead revision after an alert was triggered over merlin.net. The patient was asymptomatic. The patient will continue to be monitored. The device was explanted and replaced. The procedure was successful and the patient was doing well.